Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The prospective patient reported that they were talking with a patient who had a lead pull out shortly after surgery. It was stated that the healthcare providers wanted to do surgery again to connect it, but the patient didn¿t want that done as he was satisfied with what the one was doing. One lead was working and the other lead was not functioning. No patient symptoms reported.